Event description:
The rondo 2 audio processor was received by service and repair and it was found that the housing was broken and the rechargeable battery inside was leaking.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and oxidized a few parts. The damage to the rechargeable battery inside and to the housing parts was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 2 audio processor was received by service and repair and it was found that the housing was broken and the rechargeable battery inside was leaking.